Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned, and the reported events of unexpected mode switch, failure to capture, inability to program, and loss of rf and inductive telemetry were confirmed. The device was at end of service (eos) level with no telemetry upon receipt. Device image could not be saved due to loss of telemetry. High drain current was measured after cutting-open the device and connecting the device to a power source. The high current was isolated to an integrated circuit within the hybrid circuitry, which drained the battery and resulted in the reported events. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.

Event description:
It was reported that the patient was monitored remotely via merlin.net, and transmissions showed the pacemaker had entered back-up vvi mode. The patient subsequently presented for a clinic follow-up. The pacemaker could not be interrogated via radiofrequency (rf) or inductive telemetry and exhibited failure to capture and inability to be programmed. Restoration attempts were unsuccessful, and the patient¿s heart rate decreased to the 30s. The patient was admitted to the hospital for monitoring. The pacemaker was explanted and replaced. The patient remained in stable condition.